Event description:
Guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri battery status in two years. The physician was dissatisfied with the longevity of this device.